Event description:
Caller reported that pump battery would not charge despite using a tandem charging cable and trying multiple wall outlets and adapters. There was no adverse impact to customer's blood glucose level. Technical support arranged for the pump's replacement. Caller was informed about returning the faulty pump using a pre-paid label after putting it into storage mode. Caller understood and acknowledged the instructions and would use mdi as a backup therapy to ensure insulin delivery was not interrupted.